Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed case is in excellent condition. Customer's reported issue was duplicated during syringe test. The root cause of the reported issues was determined to have been design related. Actions taken to mitigate the reported issue: replaced plunger board. Performed and passed all testing.

Event description:
It was reported that device is not detecting the syringe. No patient injury reported.